Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's ac power cord was found to have physical damage and exposed wires. The device's ac power cord was replaced to address the issue.